Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) or if additional information is received.

Event description:
On may 11, 2010, medwatch uf/importer report (B)(4) was received from the FDA, with the following event description: the insulation on the tip came off, but was recovered. Pieces taken to spd (sterile processing department) for cleaning. Detached pieces were lost during cleaning. This event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. The original intended procedure was robotic myomectomy chromopertubation. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).